Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, within the same surgery, due to the lens tore/broke during delivery into the eye. There was no patient injury. A shorter lens was implanted and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found a piece of haptic torn off. Claim#: (B)(4).